Event description:
Patient was revised to address malrotation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated poor device positioning was a contributing factor. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.